Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has received the suspect user interface module (uim) for evaluation but it is still under investigation. Once the investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported an unresolved blank touchscreen display on this avea ventilator. The customer stated no known reported patient involvement with this event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the uim. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. Voltage testing of the real time clock battery was performed and found the voltage out of specifications. The fa lab was able to duplicate the reported issue the root cause is associated with material fatigue within the clock battery, which caused the reported event.